Manufacturer narrative:
Concomitant medical products: product ID, 97702, serial# (B)(4), implanted: (B)(6) 2019. Product type, implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for head/neck (non-malignant) and spinal pain. The patient reported that they had their implantable neurostimulator moved from their stomach to their armpit in (B)(6) 2021. Refer to manufacturer report # 3004209178-2021-06574.